Event description:
It was reported that the patients pump was not working. It was stated that the "leads were not releasing medication," however, it was uncertain which device component was being referenced. The pump was explanted and replaced. It was later indicated that the pump was removed due to battery depletion. It was reported that there was no patient injury. According to the manufacturer device registry, the drug delivered via pump was fentanyl.

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer, physician product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2009, product type: catheter. (B)(4).